Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient has "serious problems including p ain, mental anguish, and fear of additional surgeries."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the patient was pre-operatively diagnosed with lumbar discogenic syndrome with lumbar radiculopathy, and underwent the following procedure: 360 degree lumbar fusion, l5-s1, with posterior lumbar interbody fusion, with poly-ether-ether-ketone interbody prosthetics, rhbmp-2/acs and local bone, and decompressive laminectomy with instrumented arthrodesis, image-guided stereotactic pedicular screw fixation with titanium screws and poly-ether-ether-ketone rods, and instrumented arthrodesis with transverse process fusion using rhbmp-2/acs, bone graft, and local bone.